Manufacturer narrative:
The cause of the hemolysis / patient device interaction was not determined due to insufficient clinical details and no product return. The cause of the hematoma was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
H6 upon review by a fellow team member it was noticed that code e0505 should not of been reported and was replaced with code e0506.

Manufacturer narrative:
B5 updated with patient outcome. D6b explant date provided. D4 revised.

Event description:
The pump was successfully explanted and the patient was reported to have survived.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 53-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a site hematoma. A pressure dressing was applied. In addition, the plasma-free hemoglobin was elevated by lab values. Echocardiogram confirmed the pump was in good position. The p-level was dropped by 1, volume was given, and the impella was repositioned under echocardiogram guidance, which resolved the issue. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.4l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.